Event description:
It was reported that the zimmer skin graft mesher tore the skin with the zimmer skin graft mesher 2:1 ratio cutter, sn (B)(4). The procedure was completed with an alternate device. There was no patient injury, medical / surgical intervention, increased procedure time or unplanned grafts harvested.

Manufacturer narrative:
Beginning 05/31/2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/10/2003 and was last repaired on (B)(6) 2010. Evaluation of the device observed that the comb was damaged. It was also observed that the sliding pins were rough, the shoulder bolts were worn, the ratchet gear and handle were galled and the ball detents were worn. Prior to repair the device was out of calibration on the left and right side. The customer included five cutters. The 1:1, 2:1, 3:1, and 4:1 cutters produced an acceptable mesh and the 1.5:1 cutter failed to produce an acceptable test mesh. The complaint against the 2:1 cutter could not be confirmed. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.